Event description:
Info rec'd indicates the head up function is not working on the bed.

Manufacturer narrative:
The technician isolated the issue to the head up valve is sticking. The technician replaced the head up valve to repair the bed.